Event description:
Reporter indicated that vns patient experiences a tightening, smothering feeling to their chest wall during device stimulation cycles. The patient reported that during these episodes, their heart "beats faster and harder".treating neurologist indicated that the patient's symptoms had subsided ant that the patient was feeling better. The patient had reportedly been depressed and under a lot of stress lately and is scheduled for follow-up with their cardiologist. Neurologist indicated that the reported event was not related to the vns, but was possibly caused by angina, anxiety and/or panic attack. No intervention is planned or was taken. Device diagnostic testing was reportedly within normal limits, indicating proper device function. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.investigation to date has been unable to determine the cause of the reported event.